Event description:
It was reported to boston scientific corporation that a obtryx system-curved was used during a mid urethral sling procedure. The patient age was reported as (B)(6) years. According to the complainant, during the procedure the patient's anatomy was challenging and the physician could not get the trocar curved to pass out of the incision site. The physician completed the procedure with an obtryx system-halo device with no patient complications. The patient condition following the procedure was reported as "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information a supplemental medwatch will be filed. (B)(4).